Event description:
The customer reported that drop outs were occurring intermittently, affecting potentially 96 patients with a duration lasting a few hours. Alternate patient monitoring was not otherwise available. There was no reported patient injury associated with this event. A follow-up report will be submitted when the investigation is complete.